Event description:
During testing, the ventilator shutdown when disconnected from ac power. The unit did not operate by battery power as it was noticed that the battery pac and backup battery were both completely discharged. The battery pac was replaced and the ventilator operated normally; however, it alarmed for extremely low internal battery. While the backup charged, the battery pac failed to charge resulting in the reported shutdown. No pt was involved in this event.